Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a rewind anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there were no error messages. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump had no rewind anomaly noted. The insulin pump was received with all operating currents within specifications. The insulin pump passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.